Event description:
It was reported the patient had his ¿device and lead wires removed.¿ it was stated the ¿patient hardly used the therapy because it didn¿t work for him.¿ it was also stated the patient was ¿very thin¿ and the ¿implantable neurostimulator (ins) was bothering him.¿ it was noted the patient¿s pain came from a bone spur and his physician found another treatment option that worked for the patient. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(4) 2011, product type lead. (B)(4).